Event description:
The patient contacted animas on (B)(6) 2012 stating the ok keypad button was intermittently unresponsive for about six months. It was reported that there was a tear near the up arrow keypad button. It could not be determined if the keypad damage occurred before or after the keypad tactile issue. The pump was reportedly not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn at the up arrow button. The up arrow, down arrow and ok buttons were responsive on testing. The contrast button had intermittent response on testing. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and all of the button contacts were misaligned.